Event description:
It was reported that the customer's insulin pump was frozen but could hear it alarming. His/her blood glucose level was not reported. The customer received a battery failed test and a battery out limit alarm. He/she was bolusing when the numbers kept increasing more than he/she wanted to put in. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was monitored. All operating currents tested within specification range. No unexpected battery out limit alarms noted. All buttons functioned properly. However, the insulin pump had moisture damage was noted on keypad traces. The insulin pump had a cracked reservoir tube lip, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. No ramping numbers noted on the display.